Event description:
It was reported that during a stenting treatment procedure, balloon detachment occurred. The target lesion was located in the subclavian vein. The 10-4/5.8/75 blue max balloon catheter was advanced to the target lesion for dilation. Upon withdrawal of the device, part of the balloon sheared off the catheter. An attempt to snare the fragment of the balloon was done but was unsuccessful. An unspecified stent was used to press the fragment against the vessel wall and the procedure was completed. No patient complications were reported and the patient's status was "ok".

Event description:
It was reported that during a stenting treatment procedure, balloon detachment occurred. The target lesion was located in the subclavian vein. The 10-4/5.8/75 blue max balloon catheter was advanced to the target lesion for dilation. Upon withdrawal of the device, part of the balloon sheared off the catheter. An attempt to snare the fragment of the balloon was done but was unsuccessful. An unspecified stent was used to press the fragment against the vessel wall and the procedure was completed. No patient complications were reported and the patient's status was "ok".

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: there was no damage noted on the shaft of the device returned, the balloon was torn with a complete circumferential tear. Only the proximal bond portion and transition zone remained on the device. Examination of the distal bond area showed that parts of the balloon sleeve and glue material remained on the bond site indicating that the tensile force applied to this area was sufficient to tear the balloon material from the bond site. The proximal bond area showed extensive bond and balloon damage. Based on the analysis there is evidence to indicate the balloon experienced tensile forces larger then the bond specification and as a result a portion of the balloon sheared off the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).